Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported [ER visit/hospitalization] and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patients pod failed on the night of (B)(6) 2019. Around 7:00 pm her blood sugar started going up, she bolused and it kept going higher so at around 11:00 pm she went to the hospital and at that time her blood sugar was 607 mg/dl. Patient stated that she was then admitted. Patient stated that they gave her six bags of saline solution in intravenous therapy. They also did a couple of EKG's to make sure she was fine. They did a chest x-ray to rule out a chest infection. She was then given insulin drip and (B)(6) for her headache.

Manufacturer narrative:
Investigation found no defects or deficiencies that would contribute to a failure of the pod¿s ability to deliver insulin. The data download returned an alarm, indicating that an occlusion occurred. No occlusion was found in the fluid path. Further inspection of the driving components of the system showed no resistive properties that would contribute to the pods inability to deliver insulin. Although the investigation found no evidence of any damage, the reported event could not be determined.